Event description:
According to the reporter: no result in tissue damage or patient injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes. The failure occurred before the device was applied to tissue. Graspers were used to retrieve the needle.

Event description:
According to the reporter, prior to use on the patient, the device released the stitch on multiple occasions. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).